Event description:
It was reported that the patient presented for an implant. It was noted during the procedure that the right atrial lead could not be fixed in the atrium. The atrial lead's helix was extended and handling was not an issue but the physician was unable to find a stable position though several attempts at re-positioning were made. A similar replacement lead was used and implanted on the first try with favorable results. The patient was stable and discharged.

Manufacturer narrative:
The reported event was ¿lead could not be fixed¿. A complete lead was returned in one piece with the helix found retracted and clogged with dried blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.